Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected finding usb interface damage, the usb door was missing, and it appears that there was debris and water damage in the usb port. The receiver was turned on the hardware error was confirmed as "call tech support" was on the screen. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Consumer contacted dexcom to report a hardware error code from the receiver. The consumer did not report any medical intervention or injuries.